Event description:
It wa reported that the pt is experiencing pain in her right thigh with some numbness down to her foot.

Manufacturer narrative:
It is reported that the pain developed in (B)(6) 2012, approximately 10 months post-op. The pt's bmi is (B)(6), which is considered obese. Concurrent medical details include severe degenerative disc disease of the spine at l4, l5, and s1, which was confirmed by x-ray. Pt has also had a left knee arthroscopy. Office visit notes from (B)(6) 2012 state that the pt's pain is present some days and not other days. Also, occasionally the pain is a sharp stabbing pain with motion of either her hip or back. The pt denied any considerable tenderness to the thigh and has full flexion without pain. There are no palpable masses or deformities, and the pt has good strength with resisted hip flexion, abduction, and adduction. The physician's assessment is that the fluctuating leg symptoms and numbness in the foot are coming from the severe disc degenerative changes at her lowe back. Primary surgical notes were provided which were unremarkable. It is likely that the pt's symptoms are related to back issues. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.